Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder rupture. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visually inspected, and leakage tested. Cylinder 1 had wear at a fold in the proximal end and distal end of the cylinder. Cylinder 1 had a hole and torn outer tubing in the middle of the cylinder from a sharp instrument with a leak. Cylinder 2 had buckling folds in the middle of the cylinder and wear at a fold in the proximal end of the cylinder. Cylinder 2 passed the leakage test. The ms pump was visually inspected, and leak tested. Under microscope observation, contamination (bodily fluid) was found within the momentary squeeze (ms) pump. The ms pump kink resistant tubing (krt) (cylinder section) had a hole from fatigue by the strain relief junction. The ms pump was not functionally tested due to the contamination. The ms pump krt (one of the cylinder sections) had a leak from fatigue by the strain relief junction. The flat reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed leakage test.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder rupture. There were no patient complications.